Event description:
The tip of the driving cap is stuck inside the insertion handle. Concomitant device: radiolucent insertion handle (part# 03.033.001, lot# l700504, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 03.010.523; lot: l731153; manufacturing site: (B)(4); release to warehouse date: 23.mar.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # l731153) was received at us customer quality. The threaded distal tip broken off at the most proximal thread form. The broken off fragment was returned lodged in concomitant device radiolucent insertion handle (part# 03.033.001, lot# l700504, quantity 1). The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device failure/defect identified? Yes. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. The following drawings were reviewed: driving cap; dimensional tolerances. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap/threaded as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings all relevant actions have been taken. The need for further corrective/preventive action will be assessed and further investigation will not be conducted in this complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11 corrected information: h6 patient code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a procedure for intramedullary nailing of the left femur, the driving cap/threaded tip broke off inside the radiolucent insertion handle upon insertion of the nail. The broken fragments were removed easily without additional intervention. The procedure was successfully completed with a surgical delay of fifteen (15) minutes. There was no patient consequences reported. Concomitant devices reported: radiolucent insertion handle (part# 03.033.001, lot# unknown, quantity 1). Unknown nail (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).